Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was static and inaccurate. Customer contnued to use the pump for insulin delivery. Customer¿s blood glucose level was 187 mg/dl.